Event description:
Patient alleged inaccurate insulin delivery from the infusion device due to spontaneous resetting of the time and date. Patient also stated there is a black spot (1cm) on the display. Patient reported the affected display is still readable. Patient stated the issue was noticed during a regular visit of his doctor, a nurse found out that there is wrong time and date and there is a blackspot in the corner of the display. Patient is nearly blind. Patient complained about 'worsened compensation' and frequent hypoglycemia and hyperglycemia. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result delivery accuracy: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Display: the display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts. Further finding: the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. In contrast to other cases the supercap works. History list: the history log dates are not in the complaint period. No reference between the history list and the reported event could be made. The history analysis showed that the user did not set the date and time correctly. Therefore, the hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted. The pump did not reset time and date. All programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.